Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for an unrelated indication prior to being diagnosed with peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). At the time of this report, the patient remained hospitalized and the peritonitis event was ongoing. It was not reported if apd therapy was ongoing. No additional information is available.